Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of implant the setscrew could not be engaged. Attempts were made to reconnect the lead into the device, but were unsuccessful. It was also reported there was lead noise post connection. The noise was persistent and intermittent when the device was inserted into the pocket. Additionally, the lead was re-positioned; however, the helix could not be deployed. A different device and lead were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted quattro helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.